Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
The procedure was an attempted sma origin stenting. There was no pre-dilatation performed before the physician went to deploy the visi-pro stent. The balloon for the visi-pro became lodged into the lesion and in an attempt to advance the balloon, it was pushed farther into the sma. An attempt to re-wire the lesion was unsuccessful and the patient was sent to surgery for fem-sma bypass.